Event description:
A surgeon has reported that a memory lens iol implanted in the right eye of a pt in 2000, has since severely opacified. Visual acuity reported as 20/50 in 2005 visit. Device explanted & replaced 2005 with no complications and prognosis good.